Event description:
A high readings issue was reported with the adc sensor. Customer reported receiving unspecified high readings from the adc sensor scan in comparison to unspecified readings obtained on a competitor brand device. As a result, the customer experienced "a hypo" with symptoms described as "feeling a bit fainty and wet" and and a seizure and was unable to self-treat, requiring hcp administration of one unit of insulin for treatment. No further treatment was indicated. Of note: the reported treatment of insulin is inconsistent with the treatment for hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.